Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the ic thorax centre the perfusionist and staff nurse observed the cardiologist to make sure proper procedures were followed. The intra-aortic balloon (iab) was inserted via the pt's femoral artery. After the insertion, the pt was x-rayed and it was found that there was no augmentation. As a result, a second iab was requested. There was a reported pt death, however, not during the iab insertion. The pt did sustain an injury to the leg and due to his health, surgery was not an option. Reference MDR #1219856-2011-00095 for the second event involving the same pt.